Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site was unable to take images. They were able to collect a 2d lateral image but were then unable to take a 2d ap image or 3d scan. During troubleshooting, they rebooted the system. During the reboot, they noticed that there was a screw missing on the plug for the interconnect cable. They reseated the interconnect cable, and the issue seemed to resolve. Additional information was received. It was reported that the procedure was a scoliosis instrumentation. There was a delay to the procedure of 5-10 minutes. There was no reported impact to the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000167 h3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.